Manufacturer narrative:
No patient involvement has been reported. The serial number of the device has not been provided by the customer. This information will be provided in a follow up report if and when made available. Device is expected but has not yet been received. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). The serial number of the device was not provided, so the manufacture date could not be determined. This information will be provided in a follow up report if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that mycobacterium chimaera was identified during a routine water sampling of the sorin heater-cooler system 3t. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that mycobacterium chimaera was identified during a routine water sampling of the sorin heater-cooler system 3t. There is no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that mycobacterium chimaera was identified during a routine water sampling of the sorin heater-cooler system 3t. There was no patient injury reported. A sorin group field service representative was dispatched to the facility to perform a device inspection on (B)(6) 2016. The service representative was informed by the customer that the involved unit has been scrapped and is therefore unavailable for inspection and further investigation. As the unit was discarded, the serial number could not be provided by the customer. As a serial number was not provided, a review of the DHR could not be performed. As corrective action, (B)(4) was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU. Device discarded by user.